Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. It was not possible to duplicate the reported high peep alarms. No parts were replaced. The ventilator passed all safety and functional tests and was returned for clinical use. The ventilator logs were downloaded for evaluation. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. In the event log there are no alarms for high peep on the reported event date. However, two months prior there are several alarms for high peep in combination with alarms for high airway pressure during ventilation, which indicate a high expiratory resistance. The patient then may not be able to fully expire under the expiration phase before initiation of a new inspiration phase which will lead to the above alarms. This can be due to accessories in the patient circuit system or parameter and alarm limit settings. There is no indication of ventilator malfunction. The reported problem was not reproduced and no parts were replaced. The root cause of the event has not been determined.

Event description:
It was reported that while the ventilator was connected to a patient, it generated high peep alarms (positive end expiratory pressure). There was no patient harm. (B)(4).